Event description:
It was reported that the power cord was damaged with possible exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device repaired and returned.

Event description:
It was reported that the power cord was damaged with possible exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.